Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2005. In (B)(6) 2016, the patient underwent removal of heterotopic bone around the joint. Then in (B)(6) 2017, this patient began showing signs of the infection. The left tmj fossa and mandibular components were removed in (B)(6) 2017. The surgeon reported that the infection was due to (B)(6) and is planning on placing revision components once the infection is resolved.

Event description:
The patient's left tmj devices were removed due to an infection.